Event description:
It was reported that (2) devices were used during a gastric procedure. It was reported by the affiliate that after removing the cancer of the stomach, the surgeon wanted to create a so-called "tube" stomach. He placed the tct75 on the stomach and wanted to transect the stomach. The tct75 did not fire (lockout). Another tct75 was opened and the same thing happened. A third tct75 was used to complete the case. There was no consequence to the pt.